Event description:
The customer contacted physio-control to report that during a routine inspection they found that their AED was missing its lid and no longer powered on. The customer also observed that the latch that would hold the lid in place was very loose and appears physically damaged. The customer was unsure how the damage occurred. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that their device was no longer under warranty and recommended that the unit be removed from service. The customer later confirmed that the device has been permanently removed from service and will be disposed of locally. The cause of the reported failure could not be determined.